Event description:
It was reported by the sales representative the user experienced difficulty with deploying the device. The marker was removed separately from the probe in order to place a new marker in the biopsy site. The tip of the device sheared off and remains in the patient. There are no plans to remove the tip at this time. No patient consequence reported.

Manufacturer narrative:
(B)(4). A biocompatibility letter was sent to the account, as requested. Investigation summary: the device will not be returned for investigation at this time; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.